Event description:
On (B)(6) 2011, the patient reported the infusion set cannulas would bent while attempting to insert into the skin. She experienced elevated blood glucose of 300 mg/dl a "few hours after site insertion. Her normal blood glucose range is 90-100 mg/dl. Upon removal of the headset, she found the cannula was bent. She inserted the headsets manually. The patient did not require treatment from a health care professional or second party to address the issue. The patient was sent replacement product. No product will be returned for evaluation.

Manufacturer narrative:
Method, results - no product will be returned for evaluation.